Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a colorectal anastomosis procedure, "a low colorectal anastomosis (around 5cm from the verge) and from the green contour about 1-2cm away from where the eea intersected with the crossing staple line." The patient was in the hospital on "tpn" for about two and a half weeks. Fed patient around the leak and sent them home. Unknown what happened to the device.